Manufacturer narrative:
The device was not returned to csi, therefore an analysis of the reported device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during an orbital atherectomy procedure utilizing a csi orbital atherectomy device (oad), the patient expired. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received indicating that the target lesion was severely calcified and located in the left anterior descending artery. The lesion was treated with the oad using three passes on low speed. When stents were deployed after treatment with the oad, the vessel began to shut down. Balloon angioplasty was performed and vasodilators were administered, however flow was unable to be restored and the patient expired.